Event description:
It was reported that at the time of the patient routine generator change it was found that the r-waves were two to three millivolts. Therefore, physician decided to replace the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.